Event description:
It was reported that the patient with this right ventricular (rv) and right atrial (ra) leads underwent a lead revision procedure due to the rv and ra leads exhibited high out of range pacing impedance measurements. The physician explanted the rv and ra leads and successfully replaced them with new leads. No additional adverse patient effects were reported. Both ra and rv leads are expected to return for analysis.

Manufacturer narrative:
The returned lead was analyzed. Visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle/first-rib region.

Event description:
It was reported that the patient with this right ventricular (rv) and right atrial (ra) leads underwent a lead revision procedure due to the rv and ra leads exhibited high out of range pacing impedance measurements. The physician explanted the rv and ra leads and successfully replaced them with new leads. No additional adverse patient effects were reported. Both ra and rv leads are expected to return for analysis.